Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined.  A device history review could not be completed due to the unknown lot number.

Event description:
The event involved an unspecified spiros which was disconnected during patient use. It was reported that the tubing was clamped by turning the dial; because of this action, the tubing was pulled lightly which immediately disconnects from the spiros which remains attached to the physiological serum bag. As a result, the tubing remains in one hand after having squirted on the patient, the chair, the ground. Furthermore, the physiological serum bag that remained suspended was partially emptied onto the ground and the IV (intravenous) pole. There was patient involvement, but no patient harm/ adverse event reported.